Event description:
On (B)(6) 2020 the physician checked the iperia 7hft qp. The defibrillator has been in eos since (B)(6) 2020, which corresponds to the date of the patients last MRI exam. More than likely, the defibrillator has not been pre-programmed for this examination.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on 29-jan-2020 at 14:11. The data further showed a detection of strong magnetic fields at 13:56, 15 minutes before the eos detection, most probably due to the beginning of the mentioned MRI scan. The MRI mode of the device was not activated. Please note that an MRI scan without prior programming the device into MRI mode is not recommended because of possible subsequent damage to the electronic module. The data obtained after re-initialization of the device showed a normal ICD behavior.